Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance greater than 3,000 ohms, high out of range shock impedance greater than 200 ohms, intrinsic amplitude out of range. The physician suspects a lead fracture. A request was made to have data from this device analyzed. A technical service (ts) consultant reviewed device data. Ts provided recommendations for lead integrity testing, provocative maneuvers, manipulation, and x-ray imaging. This rv lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.